Manufacturer narrative:
Qn#(B)(4). UDI number unavailable as complainant did not report a valid lot number.

Event description:
It was reported, "fos stopped working on patient after several hours. Staff switched pumps and fos worked".

Event description:
It was reported "fos stopped working on patient after several hours. Staff switched pumps and fos worked".

Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a lot number. The reported complaint of "fos stopped working" is not able to be confirmed. No part was returned to teleflex chelmsford for investi gation. According to the service report, the field service technician checked the pump and could not replicate the issue. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4). Section d4: UDI number added.

Event description:
It was reported "fos stopped working on patient after several hours. Staff switched pumps and fos worked".